Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. No failed battery test noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received without a battery cap therefore unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that there are jagged edges in the battery compartment and open cap with a key. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. Customer was unable to troubleshoot for failed battery and low battery alarm.